Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient noticed her therapy was off on the day of this call and device reset to shipping parameters. Patient went to turn it back on and she got warning power on reset message on patient programmer screen. It was indicated that patient had knee surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.